Manufacturer narrative:
A product development investigation was performed on the returned device (drive shaft-minimum 520mm length-for use with ria, part # 314.743, lot # 7353283). The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located within approximately 8.5mm to 11.6mm distal to the distal edge of the drive shaft helix. The helix is intact. The proximal connecting post shows four (4) indents along the groove. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 314.743, lot 7353283: release to warehouse date: december 13, 2013. Supplier: (B)(4). No non-conformance reports were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as the surgical technician was sliding the reamer head and tubing off of the drive shaft when the drive shaft broke into two pieces. There were no fragments generated as a result. The breakage occurred away from the patient during surgery and no pieces fell into the patient. There was no surgical time delay; the procedure was successfully completed as anticipated with no harm to the patient and no additional intervention. Concomitant devices reported: reamer head (quantity 1), ria tube assembly (quantity 1). This is report 1 of 1 for (B)(4).